Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on november 16th reported the retention was pre-existing to the trial. The hcp stated the actions/interventions taken to resolve the low batteries on the external neurostimulator (ens) was the batteries were replaced. There were no further complications that have been reported as a result of this event.

Event description:
Information from a consumer regarding a trial patient with an external neurostimulator (ens) reported that he emptied on the way home on (B)(6) which surprised him and he had to clean up. It was noted the patient began on (B)(6). Additional information from the patient on (B)(6) reported he was having to self cath because he was having trouble having the catheter reach his bladder. Additional information from the patient on (B)(6) reported he had a heavy amount leaked and had to change the depends at the healthcare professional¿s (hcp) office on (B)(6). The patient noted he had only travel 9 miles up the road when it happened. The patient noted he was not sure if it was due to the device being tuned off or not. The patient noted they had switched from the right side to the left side. Additional information from the patient on (B)(6) reported he noticed the controller was telling him that the external neurostimulator (ens) batteries were low. The patient stated the controller battery life was at 60%, but the ens batteries needed to be changed. The patient noted they were given 2 aa batteries and 1 aaa battery for replacing if needed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.